Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had anal cancer since 2010 and lost a lot of weight. At times her blood glucose would drop to 30 mg/dl and 13 mg/dl and she would have to be treated with glucagon. Therefore, the customer stopped using the insulin pump. It caller also reported that the customer passed away in a hospital on (B)(6) 2014. The caller stated that they have not seen the death certificate. The caller stated that the customer had many conditions such as congestive heart failure, kidney failure, staph infection, and anal cancer and any of those could have led to her passing. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of passing; it was disconnected one moth prior to passing. The customer was not using sensors. The caller stated that the customer's insulin pump got lost.